Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump was not working. The customer¿s high blood glucose was 396 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer did not allege insulin pump was under delivering. The customer also state that the insulin pump had insulin flow blocked alarm and customer was able to passed the high pressure test. The insulin pump will not be returned for analysis.